Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail had to be explanted due to an alleged breakage.

Event description:
Additional information has been provided.

Manufacturer narrative:
Additional data: a3, b5, h10. Corrected data: e1 (reporter name).